Event description:
(B)(6) study. It was reported that restenosis occurred. The subject was enrolled in (B)(6) study on (B)(6) 2016 and the index procedure was performed on the same day. The target lesion was located in left mid superficial femoral artery (sfa) with 90% stenosis and was 130 mm long with a proximal reference vessel diameter of 6.0 mm and distal vessel diameter of 6.0 mm and was classified as tasc ii b lesion. The target lesion was treated with pre-dilatation and placement of a 7.0 mm x 150 mm study stent. Following post dilation residual stenosis was 0%. On (B)(6) 2016, the subject was discharged on aspirin and clopidogrel. On (B)(6) 2020, the subject visited the hospital with the a complaint of right lower limb pain (abi decline), in response to which echography of lower extremities was performed which revealed arteriosclerosis obliterans in the lower extremities. On (B)(6) 2020, the subject was diagnosed with restenosis of the left superficial femoral artery with a lesion length of 200 mm and stenosis of the left peroneal artery and subsequently, the subject was hospitalized. The medical diagnosis was obstructive arteriosclerosis of lower extremities. 90 % stenosis in proximal and distal with in-stent restenosis of superficial femoral artery stent was noted. In addition, severe stenosis with calcification below the left popliteal artery, occlusion in anterior tibial artery and posterior tibial artery were noted and only peroneal artery was found to be patent. On (B)(6) 2020, revascularization was performed to treat the 90% restenosis in the proximal and distal sfa extending to the proximal popliteal artery by performing balloon angioplasty with 25% residual stenosis. Additionally, the stenosis noted in the left peroneal artery was treated with endovascular treatment plain old balloon angioplasty (poba). On (B)(6) 2020, the subject was discharged from the hospital. The subject was on dual antiplatelet therapy. At the time of reporting, the events were considered as resolving. Of note, baseline core lab angiography findings dated (B)(6) 2016 revealed grade 0 thrombus, absence of aneurysm and presence of radial stent deformation.